Event description:
Patient's father contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014, patient experienced a hardware failure. At the time of contact, dexcom technical support advised the patient's father to reset the device. Patient inserted sensor in buttocks which is not an approved site of insertion at the time of contact with dexcom technical support, no medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the receiver data log confirmed a firmware error code. Customer complaint was confirmed, however the root cause could not be determined. A CAPA has been initiated for this issue.